Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with severely scratched display window and cracked reservoir tube lip. However, the insulin pump had no a52 alarm noted and passed the self test.

Event description:
It was reported that the insulin pump alarmed software error. Customer's blood glucose was unknown. Troubleshooting was done. It was found in the alarm history the insulin pump alarmed soft error multiple times. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a backup plan per healthcare provider. No further information provided.